Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite with capio slim during a prolapse repair procedure on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient had an infected retzius hematoma. The physician decided to remove the mesh from the patient. The patient's condition at the conclusion of the procedure was reported to be okay.